Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance confirmed device meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. Clinical application specialist talked to user about this case, they reminded them why and how excessive moisture can create vertical gas breakthrough along with other potential causes that can create vertical gas breakthrough for review. Clinical application specialist also reminded her what we would've recommend the surgeon to do if this happens again in the future, but surgeon made the decision to continue the treatment by using at crescent blade to finish lifting the flap and ablating the treatment on the device to complete the procedure. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a vertical gas breakthrough, irregular flap, during laser application, prompting the surgeon to use a crescent blade to finish lifting the flap in the patient's right eye, during lasik surgery.